Manufacturer narrative:
The customer's glidescope video monitor (gvm) was returned to verathon for evaluation along with a glidescope spectrum smart cable (serial number (B)(6)). A verathon technical service representative (tsr) evaluated the returned devices and was able to confirm the reported image issue. When connected to known, good, test verathon equipment, the screen distorted, went blank, black or white, and showed various artifacts. The image issues also occurred without the monitor being connected to test equipment. The customer's monitor failed verathon's device functionality testing. Next, when evaluating the returned smart cable, visible corrosion was identified in the smart cable's hdmi connector. The tsr updated the monitor's software to the latest released version. When connected again to verathon's test equipment, the intermittent screen flicker and cutting out no longer presented with the upgraded software version. Upon completion of verathon's device evaluation, the customer was informed about the evaluation findings and verathon recommended replacing their smart cable due to the corrosion identified. The monitor was returned to the customer along with the smart cable as-is due to receiving no response from the customer about replacing the smart cable and there being no repairs available for the device. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of drying the connectors following the reprocessing of the smart cable. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope video monitor (gvm), the image intermittently disappears. The customer reported that the intermittent image was isolated to just the monitor. No delay in the procedure, use of a backup device, or harm to the patient was reported.